Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom, which was reproduced. The device evaluation confirmed the #5, #6, #7, #8, #9 keys to be inoperable caused by a failed keypad. It was observed that when any remaining functional keys are selected, an automatic output of the #6 key will occur when the row containing numbers #5-9 was pressed (e.g. When the #7 key is pressed 6 will be displayed. When in alphabetic mode and the stu key is selected, p will be displayed interfering with the mdl drug search). The failed keypad was replaced. Baxter has initiated a CAPA to further investigate this issue. (B)(4).

Event description:
It was reported that a spectrum pump had an inoperable/malfunctioning keypad. It was also reported there was no patient involvement.